Manufacturer narrative:
The autopulse platform sn (B)(4) was evaluated at the customer site by a distributor with the assistance of a zoll technician by email correspondence. The primary reported complaint of the autopulse platform stopped compressions and displayed "pull up lifeband, check patient alignment and press restart' was not observed during functional testing. Based on the video provided by the customer, user advisory (ua) 18 (max take-up revolutions exceeded) error message displayed on the autopulse platform. In the video, the customer was using a pillow instead of a mannequin to test the platform. The possible cause for ua18 error message was due to either the patient or mannequin is too small or there is no weight present on the platform. The possible cause for ua18 error message was due to either the patient or mannequin is too small or there is no weight present on the platform. Therefore, the root cause of the ua 18 error message was user error. The autopulse platform passed testing performed by the distributor and the platform worked as intended. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The secondary reported complaint of the autopulse platform shuts down using autopulse li-ion batteries (sns (B)(4)) was not confirmed during functional testing performed by the distributor. During visual inspection, no physical damage was observed. The autopulse platform passed functional testing using a test mannequin without any fault or error.

Event description:
During shift check, the autopulse platform sn (B)(4) stopped after one compression and displayed "pull up lifeband, check patient alignment and press restart" message. After replacing the lifeband, issue still occurred. In addition, the customer reported that the autopulse platform shuts down using 2 fully charged autopulse li-ion batteries sn (B)(4). No patient involvement. Please see the following related MFR report: MFR 3010617000-2021-00446 for autopulse li-ion battery sn (B)(4) and MFR 3010617000-2021-00447 for autopulse li-ion battery sn (B)(4).